Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under ECG electrodes and front therapy electrode. The areas were described red with one beginning to open. The patient's wife reported that they were using a steroid cream on the area. During a follow up, the patient's wife reported that the patient's doctor prescribed a steroid cream and that the irritation was improving slightly.